Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper initial implant size selection, using too long of an implant or not implanting the implant deep enough. Additionally, (B)(4) (us), si-bone surgical technique manual: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later reported a recurrence of pain symptoms. The surgeon determined that the superior positioned implant was too proud of the ilium, irritating the muscle. In (B)(6), the surgeon performed a revision procedure where he removed the superior positioned implant using chisels. The explant hole was not filled with bone graft and no new hardware was added. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.